Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, the device was found to be in back-up vvi mode. The device code download was performed successfully and no further issue was reported.